Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) burned during recharge, and the ins had caused the patient more pain than it had helped. Also, it took a long time for the ins to ¿charge up.¿ the implant would get hot and the antenna itself would get hot. The patient was scheduled for an appointment to address this with the physician. It was stated that the patient had lost weight, and there was itching in the middle of the patient¿s spine. It was also mentioned that the patient had tingling from her should down to her right hand, and she was unsure of whether her lead may have moved. It was also reported that communication would break frequently, and it was noted that the patient was already provided spacers. The patient could only get a couple bars when sitting down; she had to prop her leg up with a pillow to get good coupling. In addition, the patient had dropped the recharger. Since then, it had to be plugged into the wall to work. No outcome was reported for this event. If additional information is received, a follow up report will be sent.